Manufacturer narrative:
Medwatch sent to FDA on 01/09/2017. The device was returned to apollo for analysis. Dark blue discoloration was observed on the balloon shell and valve channel during the visual examination. An opening, approximately 1 inch was noted on the radius of the shell. Fluid was noted on the outer and inner surfaces of the shell. A valve leak test was performed and the flow was continuous and unobstructed. An air leak test was performed and leakage was observed from multiple locations on the shell. Under microscopic analysis, six striated openings were observed on the shell consistent with surgical device removal activities. Device labeling addresses the reported event of "deflation" as follows: precautions: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of orbera system include: balloon deflation and subsequent replacement. Warnings: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly.

Event description:
Reported as: a patient with orbera intragastric balloon "complaint about greenish urine". Patient was not taking any medication that could have changed the color of urine. Physician performed high digestive endoscopy (eda) and identified methylene blue in the stomach and reduced volume of the device. Device was removed.